Manufacturer narrative:
Correction: the classification of the MDR has been updated from injury to malfunction with a second review of the device finding no fragmentation of the device. Health effect clinical code was updated from 2687 to 4582 and medical device code was updated from 1261 to 1260. Mfg narrative: received one plpul2020 in opened original package. Lot number was verified. Performed a visual inspection, the inside of the device was cracked, however no fragmentation or detachment of components was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 45 complaints, regarding 56 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if necessary to remove blade, unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a gyn procedure on (B)(6) 2023 when it was reported, ¿plastic molding which holds the hex fitting electrode has snapped. Unsure as to when this snapped, either inside the patient during use or outside the patient during cleaning. Breakage was identified after tip became loose in the socket.¿. The procedure was completed with a 2-minute delay using an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury for unknown location of fragmented device component. Update: a second review of the device found that it is only crack and there was no fragmentation of the device. The incident type has been changed from serious injury to malfunction because of new findings.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during a gyn procedure on (B)(6) 2023 when it was reported, ¿plastic molding which holds the hex fitting electrode has snapped. Unsure as to when this snapped, either inside the patient during use or outside the patient during cleaning. Breakage was identified after tip became loose in the socket.¿. The procedure was completed with a 2-minute delay using an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury for unknown location of fragmented device component.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.